Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they were told by their rep that the battery should stay charged for 3 days, but it is only staying charged for 14-16 hours. Agent reviewed battery depletion depends on settings and usage. The patient was redirected to their rep to further address the issue. Callback attempted in trying to get event date and managing hcp, agent left a detailed voice message to patient. Patient called back as they got a voice message. Caller stated that they are having the problem since they got the device ((B)(6) 2025). Patient also mentioned that they called their rep again and they were advised to try using a different group. Agent instructed to continue monitoring the issue and instructed to contact us back if needing further assistance.

Event description:
Rep reported that patient stated that he significantly increased his dtm settings since his programming session from about 2ma to 6.7ma. On (B)(6) 2025, patient was instructed to switch from dtm group to legacy group to increase his battery life. The patient was instructed to call back if changing the groups did not resolve his issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.